Manufacturer narrative:
After performing a tightness test according to our standard procedure, a leak was confirmed from the gas outlet port. Localizing the leakage source was not possible. Similar complaints have been received from the same product and localizing the leakage source was possible. Based on previous investigations, the observed leakage was likely caused by a hole in one gas fiber near the stitching area. The blood flowed inside the gas fiber and followed gravity to the gas exiting path along the housing. During production, each gas mattress is checked before assembly. Additionally, each oxygenator is tested for tightness. A review of the mfg records showed that this oxygenator passed successfully the final 100% tightness test. For these reasons it can be assumed that during the production process, the hole was still covered by a thin layer of polypropylene but during the aging process, the hole expanded. During the procedure, this led to the observed leakage. The complaint trends were considered and no similar complaints were received from this lot number. In addition, this risk is already covered in 'quadrox-I' risk analysis. Maquet is familiar with other complaints with the same failure from the same product. An internal process (B)(4) was initiated to determine the root-cause and further corrective actions.

Event description:
It was reported that blood leaked at gas outlet port. Ref. #: (B)(4).